Manufacturer narrative:
The device was received. Investigation is complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received of "sparks and smoke" coming from the device during patient use. The customer contact reported that the patient's family member observed "sparks and smoke coming from the black device." The device was unplugged and the nurse was notified. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact indicated the power cord was "melted." There was no reported adverse patient effects. Though requested, no additional information was provided.